Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow button required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation:the device has been returned and evaluated by product analysis on 3/21/2014 with the following findings: during investigation, the keypad was found to be worn with no evidence of tearing or peeling. A worn keypad has no effect on insulin delivery function. The complaint of the up arrow button requiring multiple presses to elicit a response was not duplicated during testing. All of the keypad buttons functioned normally, had normal spring back and did not require increased force to elicit a response. The keypad cover was removed and contamination was found underneath the up arrow, down arrow, and contrast button contacts.